Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported he is currently at the hospital due to complications from a liver transplant and for a magnetic resonance imaging procedure and on (B)(6) 2014 at 7:34 am he activated a new pod. His blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. His doctor gave him a manual injection of 10 units of insulin and his bg dropped about 100 points (exact amount was not provided). He was rushed to the intensive care unit and they placed him on an intravenous drip. At (B)(6) 2014 the pod was deactivated and there was also blood noted in the cannula. His bg was 174 mg/dl and he was feeling better at the time of his call, but he was still in the hospital. His doctor wanted to continue to monitor his bg levels and he was still being given fluid intravenously. His ketone levels were coming down from reading of 1.44 on (B)(6) 2014 to 0.16 on (B)(6) 2014.